Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, because the lens was removed during the same procedure. Section d6b - explant date: not applicable, because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation as it was reportedly discarded, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was not implanted because there were 2 scratches on the haptic of the preloaded intraocular lens (iol). The back up lens with the same model and diopter (sn (B)(6)) was implanted instead. Through follow up we learned that the initial lens had been in the eye and was removed during the same procedure. No further details were provided.